Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone she had hyperglycemia of 33 mmol/l at the time of call. Troubleshooting was not completed. Therefore the cause of the customer's blood glucose could not determine. The insulin pump will not returned for analysis.